Event description:
Pt received "suspicious" shocks from implantable cardioverter defibrillator (ICD). The system also exhibited high shocking impedance readings. An invasive procedure was performed to analyze the system. The physician noted visible insulation damage on both of the sensing leads. Testing of the shocking leads revealed an "open circuit" indicating a problem with the shocking lead system. The lead system was replaced with a transvenous lead. Serious injury mdrs were submitted on both of the shocking leads. Reference co control numbers 51544 and 51543 respectively. Leads implanted 10/2/92. Removed from service approx 12/20/95. Total implant time 38 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.